Manufacturer narrative:
The device was returned to olympus for evaluation. Error code e237 and b30 were displayed due to damage to the charge coupled device (ccd) unit and cable. Additionally, the insertion tube coating was peeling from deterioration and wear. There was no electrical continuity due to corrosion on the distal end, and an abnormal sound was made due to damage on the angulation lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed error code e238 (unknown code). There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, scope error e237, and scope communication error code b30 were displayed, and the insertion tube coating was peeling. This report is being submitted for these malfunctions found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured based on the results of the investigation, it is likely the coating on the insertion tube peeled off occurred due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. Based on the results of the investigation, it is likely error messages e237 and b30 occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip (integrated circuit chip) and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.